Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The 99% stenosed, 24x4.0mm, de-novo target lesion was located in the non-tortuous and non-calcified left anterior descending (lad) artery. After a v13 runway¿ guide catheter was advanced towards the lesion, a non-bsc guidewire was advanced to cross the lesion. Predilation was performed with a 2 x 20mm maverick¿ balloon catheter. Subsequently, a 24mm x 4.00mm synergy¿ drug eluting stent was selected for use and advanced but failed to cross the lesion. The device was removed and when the physician checked the stent with her fingers, the physician noted that the stent strut was up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. This product is only ous approved but is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the proximal end of the crimped stent was damaged, with stent struts distorted out of position. Foreign material (fm) resembling white coloured fibrous strands appears to have been caught on the proximal struts. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The 99% stenosed, 24x4.0mm, de-novo target lesion was located in the non-tortuous and non-calcified left anterior descending (lad) artery. After a v13 runway guide catheter was advanced towards the lesion, a non-bsc guidewire was advanced to cross the lesion. Predilation was performed with a 2 x 20mm maverick balloon catheter. Subsequently, a 24mm x 4.00mm synergy drug eluting stent was selected for use and advanced but failed to cross the lesion. The device was removed and when the physician checked the stent with her fingers, the physician noted that the stent strut was up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. This product is only ous approved but is similar to an approved us device.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).